Event description:
It was reported that during usage of the device for oxygen therapy, the ventilators screen suddenly occurred black, there was no ventilation, and that the device automatically restarted. There were no patient health consequences reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that during usage of the device for oxygen therapy, the ventilators screen suddenly occurred black, there was no ventilation, and that the device automatically restarted. There were no patient health consequences reported.

Manufacturer narrative:
The affected device, savina 300, was examined onsite by draeger service technician and relevant information including the reported error code was made available; a log file, however, was not provided. Based on the evaluation of the available information, the reported single restart could be confirmed. A deviation within the electronic system was identified to be the root cause of the restart. Replacing the pcb ccb ii and installing the current software version remedied the issue and the device was returned to service. A deviation within the electronic system will cause a software-controlled restart of the whole system. The pneumatic system opens which reduces airway pressure to ambient pressure and spontaneous breathing is possible for the patient. This system-reset is combined with an audible and visible alarm of high priority. After approximately 15 seconds, the device continues to ventilate the patient with the last settings. In the current event, the device reacted as specified and performed a restart in order to remedy a detected deviation within the electronic system. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.